Event description:
It was reported that tandem mobi pump issued repeated cartridge alarms during cartridge loading despite customer following on-screen instructions, and caller noted prior cartridge issues with consecutive cartridges for same pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed pump was under warranty, arranged shipment of replacement pump with updated software, provided instructions for putting pump into storage mode and for returning pump within 10 days, and advised customer to re-enter pump settings and reconnect cgm to replacement pump.